Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported an 80-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the during support the automated impella controller (aic) displayed yellow alarm (low placement signal and suction), the p level would drop, and the impella flow would go below 2 liters a minute. Proper placement was confirmed using echocardiogram and fluoroscopy, the volume was normal, no obstruction was noted at the inflow or outflow, and no clots were noted in cannula after removal. No patient harm was reported.

Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The frequent suction alarms across cases were not reproduced during testing. These alarms can be intermittently influenced by patient's condition. The cause of the positioning discrepancies was not determined.